Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing concern with the infusion set. Patient stated the tubing seems tore off from the connector with the needle; does not recall if there was any leakage. Patient reported the issue has happened 6 times during the last month; all of the sets were from the same lot number. Patient stated his blood glucose level reached 280 mg/dl. No adverse event reported. Requested return of the alleged infusion set for evaluation.